Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon did not deflate. The target lesion was located in the subclavian vein. A 12.0x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the technician felt something was stuck and the inflation did not go smoothly. After that, the balloon could not be deflated. The physician dragged the balloon back into the fistula in the arm. The physician then used an ultrasound to locate the balloon and used a micropuncture needle to puncture the balloon from the outside. The physician changed the sheath from 7f to 12f and pulled out the balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
A visual examination of the device identified no kinks or damage along the entire length of the device. The balloon showed evidence of having been inflated and it was not refolded. An examination of the balloon material identified a pinhole tear measuring approximately 0.90mm. This tear was located in the balloon over the distal markerband. An examination of the proximal markerband and of the lapweld fingers (which were examined through the balloon material) identified no anomalies. As part of the analysis the device was attached to an encore inflation and during attempts to inflate the balloon it was noted that the balloon partially inflated without any restrictions however, the balloon could not maintain pressure due to the leak from the pinhole tear. When a vacuum was pulled it was noted that the balloon deflated and the partial liquid that was in the balloon was pulled back into the encore, indicating that there was no blockages in the inflation lumen which could have prevented the balloon from deflating fully. However, due to the pinhole a full vacuum could not be achieved in the balloon. No other issues were noted with the device. As part of the analysis a 0.035 inch size guidewire was passed freely through the entire device without any resistance noted. A detailed examination of the lapweld area could not identify any issues with the lapweld site. Using a blade, the shaft was dissected at 2cm proximal to the lapweld site. An examination of the inflation and wire lumen at the site of the dissection identified no anomalies. The device was flushed with liquid, where it exited out through the site of the dissection, confirming that there were no blockages. Using another blade the lapweld fingers (the site where the inflation media enters the balloon) were removed and an examination of the lapweld site did not identify any blockages or issues which could potentially have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon did not deflate. The target lesion was located in the subclavian vein. A 12.0x40, 75cm gladiator&#10242;alloon catheter was advanced for dilatation. However, during inflation, the technician felt something was stuck and the inflation did not go smoothly. After that, the balloon could not be deflated. The physician dragged the balloon back into the fistula in the arm. The physician then used an ultrasound to locate the balloon and used a micropunture needle to puncture the balloon from the outside. The physician changed the sheath from 7f to 12f and pulled out the balloon. No patient complications were reported and the patient's status was fine.